Manufacturer narrative:
Acorn management and team reviewed the survey and installation documention/records. The survey specs were found to allow significant clearance for the client to ride the stairlift unobstructed. A demo was given to the clients, the husband who is signficantly taller than his spouse completed the rider training. There was no issue in the demo with the rider having contact with anything during the demo. Based on the lack of information due to acorn not able to complete the investigation. It is unclear how the rider sustained the laceration.

Event description:
On (B)(6) 2022, acorn stairlifts, inc. (Acorn) received a letter from a third party. It claimed the client was injured while using the stairlift. The letter started that on or about (B)(6) 2022, the rider was using the stairlift to go up the stairs when her right knee came into contact with the staircase handrail and was caught. This resulted in a laceration that required 15 stitches.